Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos board and ups were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system displayed a communication error and locked up. System functionality was restored by a reboot. There is no report of death or serious injury associated with the complaint.